Manufacturer narrative:
The dilator appears to have been cut at the tip, approximately 90% through the tubing. The apperance of the dilator indicates that during the operation the tip broke off through the remaining 10% of material. The tip piece has marks on opposing sides indicating a grasping instrument was used on the tip either prior to dilator usage or during surgery to remove it, thus damaging the tip. It is unknown if the damage occurred at the same time as the cut or after. A review of the assembly process of the kit found that no sharp objects are used in the process. From receiving the components to final packaging and sterilization, the dilators do not come in contact with any object that could cut them. If the cut happened prior to assembly, the dilator could not be assembled into the clip used to hold it. No info is available regarding the actual usage of the device to determine if the cut occurred during use.

Event description:
During a percutaneous nephrostomy, the tip of an 8.5 fr dilator broke and remained inside of the body. The dr performed an open procedure to remove the broken portion of the dilator.